Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) analyzed the data and confirmed the rv lead shock impedances were greater than 125 ohms. Ts also noted the shock impedances had been gradually increasing from 80 ohms to 130ohms. Ts recommended for a command shock test to further evaluate the lead integrity. Currently, the rv lead remains in service. No adverse patient effects were reported.